Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This device will be explanted and will be returned for analysis. Upon receipt at (B)(4) laboratory, this device will be analyzed and this investigation will be udpated.

Manufacturer narrative:
Subsequently, the device has been explanted; however, not returned for a post market evaluation. Should the device be returned in the future, a post market longevity assessment will be performed. At this time, our investigation is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a charge time of 23 seconds and a monitoring voltage of 2.66. There is an allegation or premature battery depletion. This device will be explanted and replaced in the near future. No adverse patient effects were reported.